Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 1 year, 4 months. The patient remains on going with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a long standing history of upper gastrointestinal bleeds. The patient was admitted (B)(6) 2016. Both admissions resulted in upper endoscopy (egd) procedures, and clips with cautery to treat the bleeding sites. The patient was transfused with four units of packed red blood cells during the first admission, and five units during second. The patient's hemoglobin (hgb) on (B)(6) 2016 was 6.5 g/dl. On (B)(6) 2016 hgb it was 8.1 g/dl. Hgb on (B)(6) 2016 was 7.8 g/dl, and on (B)(6) 2016 it was 8.9 g/dl. The resolution of bleeding for this event was (B)(6) 2016, however, it is noted that this is a chronic problem for this patient. The patient will continue to be treated as necessary. No additional information was provided.